Event description:
It was reported that during attempted implant the manipulation of the leadless implantable pulse generator (ipg) caused the patient to experience right bundle branch block (rbbb) and then go into asystole. The leadless ipg was deployed quickly to mitigate the asystole and it eventually fell from its position and dropped into the inferior vena cava. A tine was hooked in the vein and the leadless ipg got stuck. Multiple snares through different femoral accesses were used to remove the leadless ipg and it was removed after an hour. The leadless ipg was replaced. When the replacement leadless ipg was deployed, the patient's blood pressure dropped and pericardial effusion was suspected. An echocardiogram confirmed the effusion and pericardiocentesis was performed. The patient was stabilised after approximately one hour and the leadless ipg was implanted. Approximately two hours post implant, the patient's condition got worse and they experienced another pericardial effusion. The patient eventually died from cardiac tamponade due to cardiac perforation.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.